Manufacturer narrative:
Model number/catalog number: sc-2317-70, serial number: (B)(4), batch/lot number: 21140807/5088463, model/catalog description: infinion cx lead kit, 70cm. Model number/catalog number: sc-4318, batch/lot number: 23928600, model/catalog description: clik x anchor sterile kit. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially relate to the event occurred during manufacturing. A review of the sterilization documentation for the devices were found to be satisfactory.

Event description:
A report was received that the patient had a suspected infection at the battery and anchor site. Symptoms of red, hot and swollen at the incision sites were noted. It was unknown what caused the infection and nothing happen that would have contributed to the issue. The patient was placed on antibiotics and underwent an explant procedure.